Manufacturer narrative:
(B)(4). Reported event was confirmed due to x-ray review received from the customer. X-ray review demonstrates interval development of a periprosthetic fracture of the right femur. Fracture displacement is greatest laterally near the tip of the femoral stem. There is slight subsidence of the femoral component. The acetabular component is unremarkable. DHR was reviewed and no discrepancies were found. Root cause has been attributed to the reported patient fall, no product problem has been identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Patient was revised due to stem loosening, subsidence and periprosthetic fracture after a fall. No further information is available.